Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing, there was a change in morphology. The patient was playing tennis at the time and reported feeling a little dizzy. The patient was hospitalized and the hospital changed the vector on the device. Data was reviewed and boston scientific technical services confirmed the t-wave oversensing and provided troubleshooting steps and programming options. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing, there was a change in morphology. The patient was playing tennis at the time and reported feeling a little dizzy. The patient was hospitalized and the hospital changed the vector on the device. Data was reviewed and boston scientific technical services confirmed the t-wave oversensing and provided troubleshooting steps and programming options. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.